Event description:
It was reported that after the implant procedure during lead testing, the right atrial lead was found to have dislodged. The patient was re-prepped and re-draped and the lead was repositioned - it is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed no anomalies.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).